Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient contacted technical services reporting pain from an infection and not feeling well. The pd patient stated she got out of the hospital after being treated for peritonitis. Follow-up with the patient's peritoneal dialysis registered nurse (pdrn) revealed the patient was admitted to the hospital on (B)(6) 2015 due to pasteurella peritonitis. The nurse stated the patient did practice proper aseptic technique when completing peritoneal dialysis treatments and no reported fluid leaks were reported during treatment prior to infection. The patient continued peritoneal dialysis treatments while hospitalized, thus no treatments were missed. The patient was initially discharged on (B)(6) 2015 and was re-admitted on (B)(6) 2015 due to a relapse of peritonitis. The nurse stated the patient was discharged on (B)(6) 2015 and as of (B)(6) 2015, the signs and symptoms of peritonitis have resolved, and the patient continued to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of cycler device and concomitant products found no indication that the products caused or contributed in any way to the clinical event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. The serious event of peritonitis is considered expected as per reference safety information sheet. Peritoneal dialysis patients with end stage chronic renal failure are generally immunocompromised, with increased risk of peritonitis, while on pd replacement therapy. Moreover, peritoneal catheter placement breaks the natural barriers that prevent microorganisms to reach sterile environments like the peritoneum.

Event description:
Additional information: on (B)(6) 2015 this (B)(6) female patient with esrd on peritoneal dialysis (pd) presented to an ER. With complaints of diffuse, sharp, 10/10, abdominal pain ongoing for approximately three days, with associated nausea and diarrhea. On (B)(6) 2015, the patient was diagnosed with spontaneous bacterial peritonitis, hypokalemia, non-anion gap metabolic acidosis, and was started on zosyn (piperacillin and tazobactam); dose, route and frequency unknown. On (B)(6) 2015, zosyn was discontinued, augmentin (amoxicillin and clavulanate potassium) oral route for 7 days with unknown dose and frequency was started, and the patient was discharged from the hospital. On (B)(6) 2015, the patient presented to the ER with complaints of pyrosis, abdominal pain, constipation, was admitted. Laboratory results revealed leukocytosis, and the patient was diagnosed with spontaneous bacterial peritonitis and given antibiotic therapy via intravenous (IV) route. According to medical records, the hospital re-admission was due to non-compliance with the oral antibiotic therapy that was prescribed for the first hospitalization event of peritonitis. On (B)(6) 2015, the internal jugular catheter was removed and a midline catheter was placed. On (B)(6) 2015, the patient's pain had significantly improved, was in stable condition, and was discharged home with orders for IV antibiotic therapy.